Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of the call was 546mg/dl. Advised to customer to seek medical assistance. Several days later, the customer's son reported that the customer was hospitalized for high blood glucose and treated with insulin drip. The blood glucose reading was 532mg/dl. It was stated that the insulin pump was functioning properly and to troubleshoot the device is not necessary since customer's blood glucose had being stable after she was treated at the emergency room. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.